Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30 h6: investigation summary customer returned (2) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 0293915. Customer states that the needle hub separated with the shield. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0293915. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure the needle hub separated with the shield. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10

Event description:
It was reported that 1 bd insulin syringe 0.3ml 31ga 8mm separated from the hub during use. The following information was provided by the initial reporter : material no. 328440 batch no. 0293915 consumer reported that 1 syringe when removed shield, the needle assemble removed with the shield. Date of event: unknown samples status awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe 0.3ml 31ga 8mm separated from the hub during use. The following information was provided by the initial reporter : material no. 328440 batch no. 0293915. Consumer reported that 1 syringe when removed shield, the needle assemble removed with the shield. Date of event: unknown samples status awaiting sample.